Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) displayed on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the camera head can be smoothly and firmly connected to the video system center, the rigid endoscope can be mounted to the camera head, each function works properly, the white balance can be adjusted, the endoscopic image on the monitor has very little noise, the colors are rendered correctly and evenly, the brightness of the image is correct (not too bright or dark), there are no smears, missing pixels, or ghost images which may cause significant troubles when observing endoscopic images, even if there is dust on the imaging device or optical system, the image quality is not affected, there is no condensation that affects the usage, there is no significant backlash on the coupler, there is no significant backlash on the coupler, water tightness is secured for 3 minutes at 490hpa and no pixel defect that brightness exceeds the threshold sample appear on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.